Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
MFR. Reference report: 1627487-2019-05588. It was reported that the patient's lead had eroded through the skin. As a result, surgical intervention may occur.

Event description:
Related manufacturer reference number: 1627487-2019-05588. It was reported that the patient had a full system explant on (B)(6) 2019. The issue is resolved.